Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was in pain and feeling dizzy. The patient reportedly blacked out and fell. A patient advocate discussed having the patient perform a latitude remote interrogation to check the device.

Event description:
Boston scientific received information that this patient died of unknown causes. There were no allegations or complaints against the device's operation or functionality, and no reasonable evidence to indicate the function of the device caused or contributed to the patient's death. The device was explanted and has been returned for analysis.